Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with pimples and ¿hole¿ under the sensor pod area only, which occurred on an unspecified day after the sensor had been inserted in the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor about the skin reaction and was prescribed oral doxycycline, 100 mg tablets (2 tablets per day for 20 days). The patient stated the area is still healing at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.